Event description:
Several days follow implant, it was reported that the patient passed a blood clot through her vagina and had blood in her urine. She also had a loss of therapeutic effect, burning sensation, no energy, "shaking" down her leg, and a return of kidney, bladder, and pelvic pain. These events followed a return to her physically demanding job which involved such strenuous activity as moving heavy furniture, bending, pushing, and twisting movements. She had an appointment to see a urologist. Additional information revealed that there were no complications following the surgery; the device was working as intended. Further information was requested.

Manufacturer narrative:
(B) (4), blood clot through vagina - (B) (4).